Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was an occlusion in the infusion set site within three hours after insertion at upper back of arm on (B)(6) 2025, which resulted in elevated blood glucose (960 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). It was also reported that the patient went to emergency room (ER) and subsequently got hospitalized and stay in emergency room for 12 hours and received intravenous (IV) and fluids of saline and insulin and had damage to his pancreas on (B)(6) 2025. The patient had high ketones which were life threatening. The infusion set was in use for two to three days. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined malfunction cannot be determined. No escalation required. The batch 6007946 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007946 was manufactured according to the wi version 115 manufactured in the line inset 7, on 15/jul/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4f04092 was manufactured according to the wi version 11 manufactured in the machine igtl01, on 13/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16/may/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6007946 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.